Event description:
It was reported, during preparation for use the subject device had no image. The customer provided the procedure was unknown and no additional details were provided. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being submitted to provide additional information and final investigation results from the legal manufacturer. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition, the evaluation also found that the cable boot had come apart. A review of the device history record was performed and found no deviations that could have caused or contributed to the reported issue. Based on the information obtained from this complaint, the most probable cause of the issue is a expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, during preparation for use the subject device had no image. The customer provided the procedure was unknown and no additional details were provided. There were no reports of patient harm.